Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems electronic instructions for use as a known patient effect of coronary stenting procedures. Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the mid right coronary artery (mrca). After a 2.5x38mm xience xpedition drug eluting stent (des) was successfully deployed; a distal edge vessel dissection was noted. Therefore, a 2.5x15mm xience xpedition des was deployed to treat the dissected vessel and the procedure was completed. There were no adverse patient sequela nor clinically significant delay in procedure. No additional information was provided.